Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 26 mg/dl at the time of incident. The customer's blood glucose was 301 mg/dl at the time of call. The customer stated that they were given glucagon shot to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. Troubleshooting was done. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump will not be returned for analysis.